Manufacturer narrative:
Continuation of d10: product ID unk_nav_sys (unknown serial/lot); product type: ; implant date n/a; explant date n/a product ID 9735024 (131121); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9735024 (221109); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9735024 (230323); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9735024 (221109); product type: 2543-mnav - system; implant date n/a; explant date n/a h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used, during a sacroiliac and thoracolumbar procedure. It was reported, that while trying to remove and implant screws, several screwdriver tips were broken.